Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with a gst60g cartridge reload present. The cartridge was received unfired with 3 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be damaged and dislodged at right proximal side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy, a plastic piece of the stapler reload was found inside the stapler before the reload was inserted and used on the patient. A second like device was used to complete the procedure. There were no patient consequences reported.